Event description:
Huntleigh healthcare was notified that a patient had fallen out of bed while using the dfs3 mattress replacement system.

Manufacturer narrative:
Huntleigh healthcare was informed that a patient had fallen out of bed while using the dfs3 mattress replacement system with a 1/4 length side rail in the up position near the head of the bed. The patient was found on the floor lying on their back with their head noted near the foot end of the bed and legs near the head end of the bed. The patient complained of pain in the leg after the incident, at which time the patient was hospitalized and determined to have sustained an ankle fracture (side unknown). Treatment details upon hospitalization are unknown at this time by the facility contact. The dfs3 mattress replacement system was discontinued after the incident and placed in storage pending an inspection and evaluation by huntleigh personnel. Findings of the inspection and evaluation of the dfs3 system onsite included: preventative maintenance was due as there was a problem with the shuttle valves, and a low pressure light was apparent which may indicate a mattress leak or pump internal problem. The facility failed to notify huntleigh that preventative maintenance was needed on the device. It is the conclusion of huntleigh healthcare that these findings were not a contributing factor in this unfortunate patient fall.